Event description:
It was reported that the noise on the egm appeared to be indicative of a lead fracture. However, the physician could not identify a fracture under floro and could not replicate the problem. The rate/sense portion was capped.